Event description:
It was reported a bhr implant was implanted in (B)(6) 2010, this was revised in (B)(6) 2015. The reason for revision is unknown. The patient had a second revision as the femoral stem fractured at the neck.